Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. Additional information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gastrectomy procedure that the doctor used slr on sleeve gastrectomy on davinci robot. Claims the stapler pushed the slr off of the load causing tissue bunching and a malformed staple line. The procedure was competed successfully. There were patient consequences.

Manufacturer narrative:
(B)(4). Batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the patient consequence? Please explain. Are there any pictures or video available for review? Which size stapler was used? 45mm or 60 mm. Were any other staplers used? Did the tissue, along with the buttressing, move when closing the jaws? Did the tissue, along with the buttressing, move during firing? Was this firing fired over any other previous staple lines? If so, was those staple lines from sure form or another stapler? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.